Manufacturer narrative:
The up/down button does not operate. The printed circuit of the up/down flex connection is interrupted.

Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was not functioning properly. This was noticed during week of report. Pt boluses 5 times per day and has used this infusion device for a couple of yrs. Down button pops up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.